Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photo but could not identify any possible damage or defects. Without the physical sample available for testing the engineer was unable to determine if there were any obstructions in the fluid path and the flow rate could not be calculated. Based off the provided photo the engineer was unable to verify the reported defect. Since no sample was received to determine the flow rate the engineer was unable to determine an exact cause for this issue.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced flow issues/clogging/blocking which was noted during use. The following information was provided by the initial reporter: saline didn't flow.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced flow issues/clogging/blocking which was noted during use. The following information was provided by the initial reporter: saline didn't flow.